Manufacturer narrative:
A report was received that two 7 x 150mm 120/150cm smart sfa stents were noted to be fractured approximately twenty-seven months after implantation. No further intervention was required and there was no reported patient injury. The event involved a (B)(6) year old male patient who had undergone successful implantation of two 7 x 150mm smart stents of his left superficial artery. The target lesion was described as 100% stenosed, mildly calcified, non-tortuous and extending from the distal to the proximal portion of the artery. Approximately twenty-seven months after the implantation, both stents were reported to have fractured at the proximal, middle and distal portion of the stenting in the non-overlapped stented segments. No further intervention was required and there was no reported patient injury. Multiple attempts to obtain additional information or films of the event have been unsuccessful. The devices remain implanted in the patient and are thus not available for return to the manufacturer. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) states that the use of the smart stent is contraindicated in patients with highly calcified lesion resistant to pta. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Based on the information available for review, there are vessel characteristics (100% stenosis) that may have contributed to the events reported. Based on the device history record review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). This is one of two products involved with this event in which associated manufacturer report number is 9616099-2015-00564. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported, the patient was enrolled in a clinical study (B)(6) for sfa and the case number is (B)(6). Approximately twenty-seven months post stenting of the proximal to distal portion of the left superficial femoral artery with two smart stents, fracture to both stents at the proximal, middle and distal portion at the non-overlap were revealed. No intervention was performed. At the time of the index procedure, the two smart stents were placed in the lesion without any issue. The lesion was mildly calcified and not tortuous. The rate of stenosis was 100%.